Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no light transmission, fiber breakage, dents on distal end, dented outer tube, sunked fibers, dirt in objective unit, dirt under light guide cover glass and loose outer tube, based on the results of the investigation, a root cause could not be identified for the fiber breakage, dents on distal end, dented outer tube, sunked fibers, dirt in objective unit, dirt under light guide cover glass and loose outer tube. Due to no light transmission, there was no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. There were no reports of patient harm.